Event description:
On (B)(6) 2016, a dental professional reported that 90 patients who were treated with a 3m espe lava ultimate cad/cam restorative for cerec crowns required tooth extraction. The dental professional was not able to provide patient-specific information and as such, this one report is being made to cover all impacted patients..